Manufacturer narrative:
(B)(4). This lot was manufactured between february 15, 2014 to february 17, 2014. Investigation summary: the received photo was inspected and the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor¿s ¿balloon collapsed¿ in the infusor. This resulted in the unknown liquid leaking inside the over pouch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; however a photograph of the device was provided by the customer. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.